Manufacturer narrative:
(B)(4)

Event description:
It was reported by the patient¿s daughter that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death was unknown. No further information is available at this time.

Manufacturer narrative:
(B)(4). A partial lead with the connector pins was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
New information received notes that during the last follow-up on (B)(6) 2016, patient was complaining of shortness of breath and fatigue. The device was found to be functioning normally.